Manufacturer narrative:
Only month and year valid in event date. Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 7 years and 11 months post implant of this 21mm bioprosthetic aortic valve, a non-medtronic transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.